Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and with the provided image also, we cannot confirm the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. As far as catering such requests are concerned, we need to be specific while replying to the question being asked as in this case as per instructions for use the plate is made up of titanium grade 2 material according to standard iso 5832 dash 2. As per the standard, it contains 0.03 percent carbon, 0.08 percent nitrogen, 0.0125 percent hydrogen, 0.3 percent iron, 0.25 percent oxygen and rest titanium. Apart from the plate, as per operative technique for variax 2 system ,the variax 2 screws are made of titanium alloy ti6ai4v according to astm f136 as per operative technique for variax 2 system. As per standard, it contains 0.05 percent max. Nitrogen, 0.08 percent max. Carbon, 0.012 percent max. Hydrogen, 0.25 percent max. Iron, 0.13 percent max. Oxygen, 5.5 to 6.5 percent aluminum, 3.5 to 4.5 percent vanadium and rest titanium. Although, the instructions for use with customers can be shared if it can address all the customer queries. Moreover, the customers or users can also access the instructions for use and operative technique using catalog or item number via labeling.stryker.com. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient from belgium reported that he had surgery for a broken wrist. He had an allergic reaction to it. He would like to know which material cause allergy.

Event description:
Patient from belgium reported that he had surgery for a broken wrist. He had an allergic reaction to it. He would like to know which material cause allergy.

Manufacturer narrative:
Correction- please refer to h6 - health impact code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. As far as catering such requests are concerned, we need to be specific while replying to the question being asked as in this case the plate is made up of titanium grade 2 material according to standard iso 5832-2 as per instructions for use. As per the standard, it contains 0.03% carbon, 0.08% nitrogen, 0.0125 hydrogen, 0.3% iron, 0.25% oxygen and rest titanium. Apart from the plate, the variax 2 screws are made of titanium alloy (ti6ai4v) according to astm f136 as per operative technique for variax 2 system. As per standard, it contains nitrogen: 0.05% max, carbon: 0.08% max, hydrogen: 0.012% max, iron: 0.25% max, oxygen: 0.13% max, aluminum: 5.5~6.5%, vanadium: 3.5~4.5% and rest titanium. Although, the instructions for use with customers can be shared if it can address all the customer queries. Moreover, the customers / users can also access the instructions for use and operative technique using catalog / item number via https://labeling.stryker.com. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned since it is implanted in patient therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient from belgium reported that he had surgery for a broken wrist. He had an allergic reaction to it. He would like to know which material cause allergy.